Manufacturer narrative:
The calibration and qc data provided was acceptable and gave no indication or a performance issue with the reagent or the instrument. The analyzer alarm history showed multiple alarms that are consistent with poor sample quality. The field engineering specialist performed baseline checks of the instrument. He found that the sampling position was good but the tube guide was offset. The tip was not hitting the side of the tube but was also not centered either. He adjusted the tube guide to proper alignment. He adjusted the gearpump head. He performed assay performance testing with acceptable results. He performed precision testing with a patient pool sample and the results were acceptable. The issue was resolved by the service activities performed. There were no further issues following the service visit.

Event description:
The initial reporter complained of a questionable high elecsys troponin t stat assay result for 1 patient sample tested on a cobas 6000 e 601 module. For a sample drawn at 10:25 (sample a), the tnt stat result was 0.025 ng/ml with a data flag. For a sample drawn at 13:47, the tnt stat result was < 0.010 ng/ml with a data flag. For a sample drawn at 18:03, the tnt stat result was < 0.010 ng/ml with a data flag. For a sample drawn at 22:15, the tnt stat result was < 0.010 ng/ml with a data flag. Sample a was tested again on (B)(6) 2011 and a tnt stat result of < 0.010 ng/ml with a data flag was obtained. The result in question was reported outside of the laboratory. The tnt stat result of < 0.010 was deemed correct. There was no information provided to reasonably suggest that an adverse event occurred. The tnt stat reagent lot was 409669 with an expiration date of 30-jun-2020.